Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2010 and performed to specification up to the (B)(6) 2012. The user attempted to upgrade the software resulting in a log entry containing nonsensical data on the (B)(6) 2012. On the (B)(6) 2012 the software had been upgraded to 3.2.0 software. The device recorded a configuration error on the (B)(6) 2016 and continued to record self-test fails due to a configuration error up to the last log entry on the (B)(6) 2016. The technical log indicates that the configuration error was due to software integrity fault and likely indicates the user attempted to re-install 3.2.0 software however a fault occurred during the software upgrade process. Investigation was unable to replicate the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.